Event description:
It was reported that a cartridge alarm occurred during the load sequence and insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 190 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 - motor picasso issue was verified while based on the analysis, the alleged fill estimate issue could not be verified.